Manufacturer narrative:
Correction: the customer¿s reported issue that the pcu ¿alarmed with an unspecified message and stopped infusing while connected to a patient¿ was confirmed via event logs, however not confirmed. By investigation. Physical inspection showed no anomalies. A note of the system error number was not logged in the pcu event or error logs or noted by the customer during the time of the event. Multiple patient side occlusions as well as automatic restarts took place leading up to the system error.testing was completed by replicating the last programed infusion delivered by the customer before the event. The software failure was not replicated under these conditions. The 800.8000 that occurred took place in the pcu error log at 6:15:12 pm. The pcu was designed to fail safely when an 800.8000 error occurs by returning the system to a safe condition malfunction by allowing unaffected modules to continue running at their current rate and volume limits. The trace logs and pcu event and error logs were reviewed by software engineering to identify the root cause of the system failure 800.8000.0 found in logs. Software engineering was unable to identify the root cause. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
It was reported that the device alarmed with an unspecified message and stopped infusing while infusing 1000ml of lactated ringers at 150ml/hr, and 3.375mg of zosyn infusing at 25ml/hr for 4 hours. In addition, a pca and continuous infusion of fentanyl with a pca dose of 12.5mcg, with a lockout interval of 10 minutes and a max limit of 100mcg and a continuous of 25mcg/hr for a duration of 15 hours was also infusing. The facility's biomed department reviewed the device logs and stated there were 800.8000 error code log entries noted. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: (2) pri tubing; 8120; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that the device alarmed with an unspecified message and stopped infusing while connected to a patient. A pump was infusing 1000ml of lactated ringers at 150ml/hr and 3.375mg of zoysn infusing at 25ml/hr for 4 hours. In addition, a pca and continuous infusion of fentanyl with a pca dose of 12.5mcg, with a lockout interval of 10 minutes and a max limit of 100mcg and a continuous of 25mcg/hr for a duration of 15 hours. The facility's biomed department reviewed the device logs and stated there were 800.8000 error code log entries noted. There was no harm.